Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that the impella rp flex had elevated placement signal and decrease in flows. This change occurred after removing the x-ray board from under the patient. There was a sharp increase in motor current. The impella rp flex was replaced and the patient survived the explant.

Manufacturer narrative:
The investigation into low pump flow has been completed. Due to lack of product returned and no data logs provided, the root cause of the low pump flow could not be determined. G.1 revised reporting contact email since the initial manufacturer device report 1220648-2024-22227 was submitted.